Event description:
It was reported that the patient did not use the device and did not visit the hospital for any fitting appointments since one year after implantation. The device was functional, but she was not satisfied with its performance. On (B)(6) 2011 the patient asked for an integrity test of the device. Testing carried out on (B)(6) 2011 shows that the device has malfunctioned.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report. (B)(6).